Event description:
(B)(6) male admitted with left hip pain for 5 days. Patient had undergone left total hip replacement on (B)(6) 2013. Per record, the patient had a history of a vascular necrosis to the left hip secondary to arthritis. Intra-op per surgeon, noted the replacement was dislocated anteriorly. Also, that with the trauma of the dislocation, it appeared that the posterior portion of the greater trochanter had fractured and separated from the rest of the trochanter. The patient underwent open reduction anterior dislocation left total hip replacement with open reduction internal fixation of greater trochanter fracture, left hip.